Event description:
It was reported that after three days of intra-aortic balloon (iab) therapy, the tip of the iab was found to be defective (cracked) upon removal. It was noted that the iab had been inserted at another facility. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete reporter name: (B)(6). Occupation: clinical nurse specialist. Additional reporter: (B)(6), charge nurse. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. The extender tubing was also returned. A visual examination of the product detected the inner lumen and optical was found to be broken within a kink inside the membrane approximately 27.2cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The break found in the inner lumen appears to have been the result of a kink, which eventually failed causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Complaint record ID # (B)(4).